Event description:
The procedure was coil embolization of left middle cerebral artery aneurysm that was not calcified and mildly tortuous. Access was obtained from the femoral artery. The event happened during the procedure. It was noted that the physician could not detach the 13th coil ((B)(4), complaint product) although pressing the detachment button for several times. The physician firstly replaced an enpower control cable ((B)(4)), complaint product) for a new one(lot unknown), but the situation was the same. The procedure was continued using an unspecified competitor's product with the new cable, and was successfully completed without any further issues. Before using the competitor's product, the physician has already opened the package of another deltaplush ((B)(4), same lot with the complaint product). However it was not used clinically in the patient because he wanted to avoid the risk of detachment failure using the product of the same lot. Afterwards, the procedure was successfully completed without any further issues. The complaint product was safely removed from the patient and there was no patient injury/complications reported. Prior to the complaint product, 12 coils (cashmere total 3, deltaplush total 9, detail unknown) were placed in the aneurysm with no further issues. 4 coils (deltaplush, detail unknown) were successfully placed after that. It is unknown if the detachment control box (lot unknown) was replaced or not. The product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the device by visual inspection. Pre-deployment electrical check was performed and no issues were noted. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter (excelsior sl10/stryker).

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Note: this is one of two products used during the same procedure on the same patient, which is associated with mfg report 2954740-2012-00814 and 2954740-2012-00823. During a left middle cerebral artery (mca) artery aneurysm coil embolization the 13th coil, a 4 mm x 8 cm deltaplush cerecyte microcoil (cpl100408-30/g15813) could not be detached although the detachment button was pressed several times. The enpower control cable (ecb000182-00/10702) was first replaced for a new one (lot unknown); however the coil still did not detach. The coil system was safely removed from the patient with no patient injury/complications reported. Additionally it was reported that there was no coil stretching or unintended detachment. The procedure was continued using an unspecified competitor's product and was successfully completed without any further issues. Before the use of this next coil competitor's another deltaplush (cpl100408-30/g15813) was opened but not used to avoid the risk of a detachment failure using the product of the same lot. There target vessel had no calcification and mild tortuosity. Pre-deployment electrical check was performed and no issues were noted. An excelsior sl10/stryker microcatheter was used to deliver the coils. Prior to the event 12 coils (cashmere total 3, deltaplush total 9, detail unknown) were placed in the aneurysm with no issues. 4 coils (deltaplush, detail unknown) were successfully placed after that. It is unknown if the detachment control box (lot unknown) was replaced or not. The products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the device by visual inspection. Pre-deployment electrical check was performed and no issues were noted. The second deltaplush coil that was opened but not used, since it was from the same lot number as the one that did not detach was returned for analysis. The device positioning unit (dpu) passed electrical testing and functional testing. The coil detached on the first detachment cycle. The detachment fiber received heat and melted as designed. Therefore, it was found that this microcoil system was found to be within engineering specifications and performed as designed. The returned connecting cable under pi 1-gq9lyq passed electrical and functionality testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. Evaluation summary attached.